Event description:
It was reported that during implant attempt, there was sensing difficulty, and intermittent oversensing was observed prior to induction testing. It was also reported that while the doctor was suturing the pocket, there was noise resulting in pacer inhibition. The doctor was able to recreate the noise by manipulating the device. The physician reopened the pocket, explanted the device, and implanted a new one. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The implantable cardioverter defibrillator (ICD) was returned and analyzed. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions (CAPA (B)(4)) have been implemented to address this issue.